Manufacturer narrative:
The ventilator was investigated on site and the nozzles units were replaced and returned for further investigation. Simulated use testing of the received nozzle has not reproduced the described customer issue. However some stickiness in the nozzle unit was noticed. The review of the returned device logs confirms the reported issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction between several parts within the air gas module and it has been concluded that the nozzle unit has a contributing effect to this behavior but the root cause has not been fully established in this case.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).